Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation:no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Product...

Event description:
Patient complains of left hip pain. Bone scan indicates loosening of citation stem. Revision of hip does not appear that stem is loose. Stem preserved, head and liner are replaced. 32mm ten degree eccentric liner used and 32 mm +8 metal head used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient complains of left hip pain. Bone scan indicates loosening of citation stem. Revision of hip does not appear that stem is loose. Stem preserved, head and liner are replaced. A 32mm ten degree eccentric liner used and 32 mm +8 metal head used.